Event description:
The report from the field indicated that during an interventional procedure, the cypher 2.5x28mm stent would not cross the obtuse marginal target lesion. After the physician removed the stent delivery system (sds), the end of the stent was noted to be frayed. A cypher 2.5x23 mm stent was used to successfully treat the lesion/patient. There was no reported patient injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional informtion will be submitted within 30 days upon receipt.